Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report weill be filed.

Event description:
It was reported that after using a bd insyte autoguard shielded IV catheter, the clinician activated the safety mechanism & discarded the device in a sharps container. The needle then came out of the sharps container & the clinician obtained a contaminated needle stick injury. The clinician received routine post exposure lab work, preventative antiviral therapy, and will have future medical evaluation.

Manufacturer narrative:
Device evaluation: results: three representative unused samples in sealed packages were returned for evaluation. A visual/microscopic analysis revealed that there was no mechanical/physical damage to the spring, needle hub, grip, or evidence of glue on the button or hub. A functional test was performed and revealed that when the button was depressed, the units did retract into the safety barrels. Additionally, the units were turned upside down and shook, the needle did not come back out. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5019869. Conclusion: an absolute root cause for this incident cannot be determined as the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced.

Event description:
It was reported that after using a bd insyte¿ autoguard¿ shielded IV catheter the clinician activated the safety mechanism and discarded the device in a sharps container. The needle then came out of the sharps container and the clinician obtained a contaminated needle stick injury. The clinician received routine post exposure lab work, preventative antiviral therapy, and will have future medical evaluation.

Manufacturer narrative:
Correction: on (B)(6) 2017, (B)(6) with FDA medwatch requested that this report be resubmitted without the leading zeros on the manufacturer's report number. This submission is for compliance with that request. Device evaluation: results: three representative unused samples in sealed packages were returned for evaluation. A visual/microscopic analysis revealed that there was no mechanical/physical damage to the spring, needle, hub, grip, or evidence of glue on the button or hub. A functional test was performed and revealed that when the button was depressed, the units did retract into the safety barrels. Additionally, the units were turned upside down and shook, the needle did not come back out. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5019869. Conclusion: an absolute root cause for this incident cannot be determined as the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced.